Event description:
Article citation: pan d, et al. Safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoropopliteal artery disease: a retrospective study. Annals of vascular surgery.2024; (volume 99 pages 26-32) february 2024 (first published: 10/31/2023).

Manufacturer narrative:
Per FDA request: section b5: include article citation. Section h11: this report is being submitted as part of a retrospective review for literature MDR per CAPA 207.

Event description:
A philips employee became aware of a journal article (published online 31oct2023) titled "¿safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoral popliteal artery disease: a retrospective study¿. The article retrospectively reviewed data of patients who underwent excimer laser atherectomy (ela) combined with drug-coated balloon (dcb) for de novo femoropopliteal artery disease (fpad). A total of 56 patients were enrolled in the study. The ela procedures were performed using spectranetics turbo-elite devices. Periprocedural complications included 20 flow-limiting dissections, 1 vessel perforation, 1 occlusion, 4 emergency stent placements, and 4 patients at follow-up underwent minor or major amputation (MDR #3007284006-2026-00045). Additionally, there was 1 death due to heart failure 3 months after surgery, and 1 death due to cerebral infarction (ischemic stroke) 12 months after surgery (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 31oct2023 has been used, the date of publication. This report captures the 2 death that occurred after use of the turbo-elite devices. There was no alleged malfunction of the turbo-elite devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: pan d, et al. Safety and efficacy of excimer laser atherectomy combined with a drug-coated balloon in de novo femoropopliteal artery disease: a retrospective study. Annals of vascular surgery.2024; (volume 99 pages 26-32) february 2024 (first published: 10/31/2023). B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this MDR is being filed late, resulting from a self-identified process gap. A CAPA has been initiated, and a left/right look is being performed to ensure all impacted products are reviewed. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.